Event description:
On 13/nov/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (elevated wnbc, results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 14 days. The patient continued to undergo ccpd while hospitalized without any known issues. The patient¿s abdominal pain improved greatly over the next 72 hours, and it was determined the patient could be discharged on (B)(6) 2025. The patient was educated on the administration of intraperitoneal (ip) antibiotics and discharged home in stable condition. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2025, however the patient was instructed to continue the prescribed antibiotic course. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler. The pdrn stated the cause of the peritonitis is unknown. However, there is no concern a fresenius product(s) and/or device(s) deficiency or malfunction occurred.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 13/nov/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (elevated wnbc, results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin 2000 mg every 3 days, and ceftazidime 2000 mg daily for 14 days. The patient continued to undergo ccpd while hospitalized without any known issues. The patient¿s abdominal pain improved greatly over the next 72 hours, and it was determined the patient could be discharged on (B)(6) 2025. The patient was educated on the administration of intraperitoneal (ip) antibiotics and discharged home in stable condition. The patient¿s peritoneal effluent culture result returned negative for growth on (B)(6) 2025, however the patient was instructed to continue the prescribed antibiotic course. The patient has recovered from the serious adverse events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler. The pdrn stated the cause of the peritonitis is unknown, however there is no concern a fresenius product(s) and/or device(s) deficiency or malfunction occurred.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain an elevated wbc cell count) which warranted hospitalization and ip antibiotic therapy. The pdrn reported the etiology of the sterile peritonitis is unknown; therefore, causality could not firmly be established. However, the pdrn reported the serious adverse events were unrelated to any fresenius device and/or product malfunction or deficiency. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications (evidence by the liberty select cycler¿s continued use).